Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were not healing well after their implantable pulse generator (ipg) implant procedure and their arm was feeling sore. It was further reported by a healthcare provider, that postoperatively, the patient experienced a hematoma and bruising across their chest and abdomen. The patient symptoms were "managed conservatively" and their ecchymosis and swelling reduced. The ipg remains in use. No further patient complications have been reported as a result of this event.